Manufacturer narrative:
The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed.

Event description:
It was reported that a mobi-c patient was found to have heterotopic ossification postoperatively. There were no additional patient impacts reported and there are no plans to revise at this time.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number and reference number are unknown; therefore the device history records are unable to be reviewed. Original surgery date is also unknown. Only information provided is: information was gathered through the 2019 annual mobi-c ess surgeon survey. In response to a question asking if any given indicators of potential adverse events had been observed in the past year, he answered heterotopic ossification. Pre-implantation diagnosis was cervical hnp (herniation of the nucleus pulposus). Device implanted and ossification observed at c4/5, 5/6 (noted on follow up xray 2 years post op). Device size: 5 mm medium. Current information is insufficient to permit a valid conclusion about the cause of this event. Investigation is still in progress. Conclusion is not yet available.

Event description:
Mobi-c p&f us: heterotopic ossification information was gathered through the 2019 annual mobi-c ess surgeon survey. In response to a question asking if any given indicators of potential adverse events had been observed in the past year, respondent chose : heterotopic ossification. Pre-implantation diagnosis was cervical hnp (herniation of the nucleus pulposus). Device implanted and ossification observed at c4/5, 5/6 (noted on follow up xray 2 years post op). Device size: 5 mm medium. No other information provided.